Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shocks due to oversensing of noisy signals. Further examination was scheduled but at this time the results have not been received. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shocks due to oversensing of noisy signals. Further examination was scheduled but at this time the results have not been received. This device remains in service. No adverse patient effects were reported. Additional information received from the field indicates the device sensing vector was changed but noise was still detected on the new sensing vector. Subsequently this s-ICD system was explanted a transvenous system was implanted. No additional adverse patient effects were reported.